Event description:
The manufacturer received information alleging a ventilator internal battery depleted alarm occurred. The screen turned black, and airflow stopped. The nurse stated that they called an ambulance and had the patient transported to the emergency department as they found it difficult to continue the ambu bagging. The sales representative brough a replacement device to the hospital and collected the device in question. Although the patient was once transported to the hospital by an ambulance, she recovered within the day ((B)(6) 2024) and was discharged. Since the patient uses the ventilator 24 hours a day, they had the patient transported to the hospital by an ambulance for the purpose of using a ventilator at the hospital. The sales representative checked the event log and ac power disconnected, detachable battery depleted, low internal battery, and internal battery depleted alarms were present. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, operational checking was performed, and no abnormality was confirmed. An internal battery depleted error code as well as an ac power disconnected alarm were found in the device's error and alarm logs. It was confirmed that the device had not been connected to ac power from then and had been operating on the batteries. Based on the timeline of the log, it is assumed that the power source shifted from the detachable battery to the internal battery, and then the battery was consumed, which resulted in the occurrence of the internal battery depleted alarm, causing the device to shut down after that. A test run and functional test were performed making the device operate on the batteries, and no abnormality was confirmed in the device. No abnormality was confirmed in the ac cord either. Since there is no issue in the contents of the event log and in the device operation, it has been determined that the device is functioning normally. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.